Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states the flexible twist drill is an externally communicating device, it is neither manufactured nor intended for implantation. Long-term implantation data is not available. The patient impact includes the retained non-implantable broken drill bit, with subsequent retained fragment from the device. Micromotion and/or migration is unlikely as it was noted that the drill bit was left secure in the patients bone. There is potential risk for tissue inflammation and/or pain. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a labral repair procedure, two (2) flexible twist drill devices broke in the flexible portion of the drill. For the first device, all the broken pieces were removed from the patient. For the second device, a piece stay lodged secured in the glenoid. No void was left. Surgery was completed with a back-up device instead, which was used in an additional drilled bone hole. There was no surgical delay and no further complications were reported.